Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation showed a right ventricular (rv) lead warning for oversensing due to noise. Two high rate non-sustained episodes were noted. A loss of ventricular capture, high thresholds and undersensing were also noted on the rv lead. Additionally, there was a lead impedance warning on the left ventricular (lv) lead along with possible high lv thresholds. Both leads remain in use. No patient complications have been reported as a result of this event. It was further reported that the right atrial (ra) lead exhibited a bipolar impedance warning, and the right ventricular (rv) lead exhibited a superior vena cava (svc) impedance and defib impedance warning. It was further reported that an additional impedance warning was observed on the lv lead. The ra lead, rv lead and lv lead were explanted and replaced.